Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2015 with the following findings: evidence of short battery life is illustrated in the black box with drastic voltage drops leading to ¿cs128¿ alarms on (B)(6) 2014. All currents reading are within specification, unable to duplicate ¿short battery life¿ complaint. Returned battery cap and cartridge cap were used to complete the investigation -the battery compartment is cracked from threads down to the sealing on the side. Moisture corrosion is observed in the battery canister. Leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly. The pumps¿ cover was removed, further moisture corrosion was found to the cgm module inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).